Manufacturer narrative:
(B)(4). This device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, the right ventricular (rv) lead was tested on the pacing system analyzer (psa) and good impedance measurements were observed. The lead was connected to a device and the pacing impedance measurements were greater than 3,000 ohms and the shock impedance measurements were greater than 200 ohms. The connections appeared to be correct. The device was removed and this second device of the same model was used. Similar impedance issues were observed. A boston scientific technical services consultant discussed detailed steps for ensuring the lead terminal pin was fully inserted into the device port. After several attempts, the rv lead was properly connected to this device. Lead measurements were all within normal range and the procedure was completed. No adverse patient effects were reported.